Event description:
It was reported that that the implantable cardioverter defibrillator (ICD) recorded an alert for right atrial (ra) lead pacing impedance high out of range. Upon review by rhythmcare, it was observed that the pacing impedance exhibited an abrupt increase to greater than 3000 ohms, which is high out of range. Atrial lead capture was unable to be confirmed on the presenting electrogram (egm), and there are stored atrial tachy response (atr) episodes showing noise. In addition, the minute ventilation (mv) sensor has also been disabled by the signal artifact monitoring (sam) device diagnostic. Further review of the atrial lead was recommended. Additional information was received. The physician made the decision to turn off the atrial lead and reprogram the device. The patient will continue to be monitored and the physician will evaluate the possibility to potentially replace the lead. The lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for right atrial (ra) lead pacing impedance high out of range. Upon review by rhythmcare, it was observed that the pacing impedance exhibited an abrupt increase to greater than 3000 ohms, which is high out of range. Atrial lead capture was unable to be confirmed on the presenting electrogram (egm), and there are stored atrial tachy response (atr) episodes showing noise. In addition, the minute ventilation (mv) sensor has also been disabled by the signal artifact monitoring (sam) device diagnostic. Further review of the atrial lead was recommended. The lead remains in service. No adverse patient effects were reported.